Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received an inappropriate electric shock due to supraventricular tachycardia (svt). Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.